Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g120 scaler, there was no water and the insert tip was getting hot; no injury resulted.

Manufacturer narrative:
No water flow due to rust buildup in the solenoid preventing proper operation, poor water flow regulation, hardened and deteriorated water supply hose, debris buildup in the water filter. Flattened pinch tube restricting air/powder flow. Damaged power potentiometer. Blockage in the handpiece cable causing restricted water flow.